Event description:
The rt139 breathing circuit's pressure line was kinked when removed from packaging. The vision ventilator would not sense the breaths appropriately with the pressure line kinked, resulting in the patient being intubated. The healthcare professional felt that intubation was a likely outcome for the patient but it may have been just a bit quicker.

Manufacturer narrative:
We are awaiting the return of the device. Evaluation. We shall make an evaluation after inspecting the device. Conclusion. We will make a conclusion when we have finished our investigation.